Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Company representative deported via email that she spoke with the customer and she reported that the insulin pump got submerged under water back in (B)(6) when she fell into a lake. The customer declined transfer for helpline assistance. Blood glucose value is unknown. The customer was advised to call to troubleshoot and make sure the device is properly functioning. The insulin pump was not replaced or returned for analysis.